Event description:
The pump and catheter segment were returned to the manufacturer with no information.

Manufacturer narrative:
Catheter: model #: 8703w, implanted: (B)(6) 1999, explanted: unknown. Final analysis of the pump revealed significant residue in gear 3 teeth; the gear teeth were corroded away; and significant corrosion was noted on the top and lower surfaces. Significant corrosion on the top surface of gear 2 was noted. Also noted significant residue in pinion of the rotor magnet, slight residue on lower shaft. The pump connector and proximal catheter segment were returned. A slice in the catheter was noted, "likely happening at explant". No significant anomalies were noted in the catheter segment of straight connector. The pump contained fentanyl and bupivicaine.